Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on (B)(6) 2022 with lot number 1117388. Visual analysis of the returned device identified fold creases, one linear opening and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified one opening crease smooth and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side radius assessed as fold flaw opening.

Manufacturer narrative:
Review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.